Event description:
It was reported that the ilet user experienced low blood glucose readings after announcing a usual meal instead of a smaller meal. The event was addressed with oral glucose and troubleshooting education on meal announcements and correcting the meal size selection. Symptoms included hypoglycemia with a nadir of 60 mg/dl. Outcomes included no health consequences or lasting impact, and glucose rose to 130 mg/dl by the end of the interaction. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to improper or incorrect procedure involving the user interface for meal size selection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.